Event description:
Pt underwent bilateral breast augmentation 6 yrs ago (mcghan 275 cc filled to 300 cc) approx 1 month ago. Pt noticed deflation of left implant as well as increasing hardening in this area. Pt underwent bilateral removal of saline breast implants. Left implant was deflated. Right implant was intact. Pt augmented with 400cc silicone implants.